Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states left side rear frame where the vertical bar that goes up from the wheel, is broken at a weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the weld breaking below the weld to the tubing, but there is corrosion visible inside the tubing and under the weld as well as on the sideframe and head tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the weld breaking below the weld to the tubing, but there is corrosion visible inside the tubing and under the weld as well as on the sideframe and head tube. Complaint was confirmed. Provider states left side rear frame where the vertical bar that goes up from the wheel, is broken at a weld.